Manufacturer narrative:
As previously reported, a trilogy evo ventilator failed flow accuracy check during testing by the customer. The customer reported when set to deliver 500 ml of air, the device persistently delivered in excess of 618 ml. It is noted that the device is due for 4-year service. There was no patient involvement, and no harm or injury reported. The device was evaluated by a third-party service center, and the results confirmed the device failure as described by the customer. However, no device repairs were completed because after submission of three estimate quotes for repair services, the customer did not respond. The device is being returned to the customer unrepaired due to no response.

Event description:
It was reported to the manufacturer that a trilogy evo ventilator failed flow accuracy check during testing by the customer. The customer reported when set to deliver 500 ml of air, the device persistently delivered in excess of 618 ml. It is noted that the device is due for 4-year service. There was no patient involvement, and no harm or injury reported. The device has not yet been returned to the manufacturer for complete evaluation and/or repair. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.